Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced insulin leaking from the connector during a cartridge change while filling the tubing. The patient confirmed that the cartridge was inserted into the ilet prior to attaching the connector and that a rewind was completed before inserting the new cartridge. The patient was advised to try a new cartridge and a new connector and was walked through the supply change steps. With the new cartridge and connector, the patient observed drops at the needle with no leaking. The patient confirmed there was no visible physical damage to the cartridge or connector that had been leaking. The cartridge lot number was available, while the connector lot number could not be confirmed. Blood glucose was not affected, as the issue occurred during the supply change and not while connected to the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.